Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of incorrect forceps surface condition is confirmed, supplier related. The product returned is one pair of forceps. Red residue is visible on the surface of the handle, stem, and hinge. The surfaces surrounding the red residue appear dull and slightly sunken. Microscopic evaluation of the residue reveals the red residue spots to be pitting corrosion. The dull sunken areas surrounding the residue appear to be surface irregularities created during the casting process. As the corrosion appears to coincide with casting irregularities, the complaint is confirmed, supplier related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that dirty mottled pattern was found on the surface of the forceps. No other information was provided. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that dirty mottled pattern was found on the surface of the forceps. No other information was provided. No patient harm was reported.